Event description:
It was reported during in clinic follow up that the right ventricular lead displayed high capture threshold. The lead was capped on (B)(6) 2026 and replaced. The patient was stable.